Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set halfway through the ablation phase of an hta procedure, the nurse hit the stop button accidentally and then started the cool down process. The physician pulled the scope out before the cooling phase was completed noticed a 2nd degree burn the size of a dime in the vaginal area.. The resulting burns were treated with silvadene cream. Once the patient awoke she was experiencing internal pain. The patient had bandage changed and had some cervical pain for the first 48 hours after this occured. The patient is scheduled for a follow up, but the nurse feels that the patient will recover fine.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.